Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The end user reported that the xpo100b portable concentrator in question was shutting down on the 4 lpm setting, but possibly not alarming.